Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINTS WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 20-JUN-2018 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE STATION SHUT OFF HALFWAY WHEN THE MEDS WERE TAKEN. A FIELD SERVICE ENGINEER ARRIVED ON SITE AND CHECKED THE ENTIRE STATION, FOUND A DAMAGED PYXIBUS CABLE, REPLACED THE CABLE, TESTED THE UNIT, AND INVENTORIED IT. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED BY THE CUSTOMER THAT THE BD PYXIS¿ MEDSTATION¿ ES SHUT OFF HALFWAY WHILE MEDICATIONS WERE BEING TAKEN. THE CUSTOMER STATED THAT THIS MALFUNCTION CAUSED A DELAY IN DISPENSING MEDICATION TO PATIENTS, ALTHOUGH THE USER WAS ABLE TO REMOVE THE MEDICATION FROM ANOTHER STATION. HOWEVER, THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES shut off halfway while medications were being taken. The customer stated that this malfunction caused a delay in dispensing medication to patients, although the user was able to remove the medication from another station.As per part investigation, it was determined that exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis.However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.Correction: section D Medical Device Model, Unique Device Identifier (UDI)The report condition of Station shutting off halfway when taking the meds was confirmed during FSE testing and subsequently confirmed in the DCHU inspection process. According to Work Order #01858017, the FSE reported that it was not able to re-create failure so the FSE checked entire station and found damaged pyxis bus cable. The FSE replaced cable and tested. The report was closed. During DCHU Visual Inspection: PN 120547-01: The ASSY CBL PYXIBUS 6 DRAWER was received with exposed copper strands and black marks During DCHU Testing: PN 120547-01: No further tests were deemed necessary due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE: The root cause of the reported issue was identified as a faulty ASSY CBL PYXIBUS 6 DRAWER due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the stations functionality.